Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited high threshold. The lead was capped and replaced. The patient was stable post procedure.